Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of catheter partially detached at guide wire port. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct on (B)(6) 2015. According to the complainant, the stent was to be used for palliation. Reportedly, the patient's anatomy was not tortuous was not dilated prior to the procedure. During the procedure, the stent was able to be fully deployed in the target site; however, the inner catheter broke and remained inside the stent. The stent and the broken part of the catheter were removed from the patient using raptor forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A fully deployed wallflex biliary rx stent and delivery system were returned for analysis. Visual and microscopic examination found that the inner shaft was broken 26 mm proximal to the distal end of the clear outer sheath. A microscopic examination of the inner shaft found that it was stretched and tapered down in the immediate vicinity of the break site. Several kinks were also noted along its length. This damage is consistent with meeting resistance combined with the application of tensile force. The detached section of the inner was not received for analysis. It was also noted that the delivery system was open upon receipt as the outer sheath had been fully retracted. A visual and microscopic examination found no issue with the profile of the stent during the product analysis. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. Dfu states; ¿after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope. Note: if during delivery system withdrawal, the delivery system is not free of the stent and/or the stent begins to move distally down the bile duct, immediately stop retraction of the delivery system. Advance the inner sheath of the delivery system forward by advancing the trailing handle of the delivery system while holding the leading handle (outer sheath) stationary. Carefully advance the inner sheath forward approximately 1 cm and commence retraction of the delivery system again. Repeat until the inner sheath can be retracted without interfering with the position of the deployed stent.¿ however, it was specified that the inner catheter detached during the withdrawal of the device from the patient and it was noted during analysis that the delivery system was fully open upon receipt which indicates that the outer sheath was not closed flush to the tip prior to removal. Therefore, the most probable root cause classification is user / use error.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct on (B)(6) 2015. According to the complainant, the stent was to be used for palliation. Reportedly, the patient's anatomy was not tortuous was not dilated prior to the procedure. During the procedure, the stent was able to be fully deployed in the target site; however, the inner catheter broke and remained inside the stent. The stent and the broken part of the catheter were removed from the patient using raptor forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. ***additional information received on october 30, 2015: the inner catheter had detached during withdrawal from the patient.